Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure the physician experienced difficulty placing the right ventricular (rv) lead due to patient anatomy. The rv lead dislodged and needed to repositioned three times during the procedure because of inadequate readings. The rv lead remains in use. No patient complications have been reported as a result of this event.